Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected prod has been rec'd and the eval is pending. A f/u report will be submitted once the eval is completed.

Event description:
The customer reported a normal saline infusion was leaking where the tubing separates into 2 lines. No pt harm or medical intervention was reported. No further pt/event info was provided.